Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the burr device falling out of the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device experienced vibration, had worn bearings and there was pitting on the spacers. It was further determined that the device failed pretest for vibration assessment. Therefore, the reported condition of vibration was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing, it was discovered that the burr device kept falling out of the attachment device. During in-house engineering evaluation, it was observed that the device experienced vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.